Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, when the iol unfolded, the haptic was cracked. There was patient contact and the procedure was completed. Additional information was provided that during a cataract extraction with iol implant procedure, when the lens unfolded, there was a crack in the optic. There was no patient harm.

Manufacturer narrative:
Product evaluation: the device was not returned. The lens was returned. A small amount of viscoelastic is observed on the lens. The optic is cut into two pieces typical of a removal. One portion has a scratch and a cracked area. All product and batch history records are quality reviewed prior to product release. A non-qualified viscoelastic was indicated. The root cause for the observed lens damage may be related to a failure to follow the directions for use (dfu). The damage may indicate a plunger override occurred. A non-qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).